Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (unknown concentration or dose) via an implantable pump for non-malignant pain. It was reported that the patient was experiencing drug withdrawal symptoms approximately 16 hours after implant of new pump and explant of old pump. Event date was (B)(6) 2022). There were no know factors that may have led or contributed to the event. The patient was seen in the emergency room and given a bolus of medication. Withdrawal symptoms subsided quickly and the patient was quoted as feeling great. After investigating further, it was determined the patient may have had withdrawal due to the priming bolus stopping short of the catheter tip causing symptoms to occur. No error occurred in entering the priming bolus information. The patient was doing fine. Diagnostic/troubleshooting was performed. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury. Additional information was received that catheter revision was completed today (2022-09-28). No patient symptoms or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 product type catheter product ID 85 90-1 lot# (B)(4) serial# implanted: (B)(6) 2015 explanted: product type accessory. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2017, UDI#: (B)(4); product ID: 8590-1, serial/lot #: (B)(4), ubd: 25-sep-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2015. Explanted: (B)(6) 2022. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was seen in the healthcare providers (hcp) office with withdrawal symptoms after initial pump replacement. A catheter dye study was performed and an issue with the catheter leaking was found. The catheter was replaced and the issue was resolved successfully.